Manufacturer narrative:
The pump had unresponsive buttons due to corroded on keypad trace. No number ramping or scrolling on display noted. The display functions properly with testing case. No frozen display noted. No moisture damage found on electronic assembly or motor. Analysis was unable to verify the external flash error alarm due to keypad damage. The pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call they had frozen display, unresponsive keypad, and external flash error. The blood glucose at the time of the incident was 5.1 mmol/l. The customer states while change the time on the pump, the numbers began to ramp on their own. Know the customer is unable to do anything. The customer change batteries and the pump the customer believed it alarmed external flash, but were unable to check. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.